Event description:
Caller reported that the t:slim x2 pump battery would not charge and despite using different charging cables and adapters, the issue persisted with no power source alert in the pump history. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.